Event description:
It was discovered during baxter's eval that a spectrum pump displayed keypad anomalies. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of spec. Keypad anomalies were confirmed and was determined to be caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.